Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Root cause was unable to be determined.

Event description:
It has been reported that following the placement of an intermedullary nail, the patient presented with pain. The nail was found to be fractured. The fractured bone had fully healed. A revision surgery has taken place. No additional patient consequences were reported.